Manufacturer narrative:
Correction: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing triggering device classified false termination of atrial tachycardia (at)/atrial fibrillation (af) events resulting in inappropriate atrial pacing. In addition, the patient received a shock and anti-tachycardia pacing (atp) due to the cardiac resynchronization therapy defibrillator (crt-d) mis-detecting at/af with rapid ventricular response (rvr) as ventricular fibrillation (vf). The lead and device remain in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing triggering device classified false termination of atrial tachycardia (at)/atrial fibrillation (af) events resulting in inappropriate atrial pacing. In addition, the patient received an inappropriate shock due to the cardiac resynchronization therapy defibrillator (crt-d) mis-detecting at/af with rapid ventricular response (rvr) as supra ventricular tachycardia (svt). The lead and device remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 459888 lead implanted: (B)(6) 2018 and 6944-65 lead implanted: (B)(6) 2003. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.